Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective downstream occlusion sensor(dso). This was determined to be a reportable issue. The downstream occlusion sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a cassette not attached error. Upon physical inspection, it was confirmed that the cassette was not attached error. The event occurred during testing.